Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device analysis is inconclusive and incomplete at this time. However, examination of the save to disk data indicates that a high current condition existed when the battery was approximately 3.06 volts. There was no record of a power on reset (por) prior to the initial direct current drain measurement. Current drain in the as received condition was found to be nominal (13 ??a). The device was monitored and examined in various modes in attempts to induce a high current condition. A high current condition was not observed during evaluation of the device.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.